Event description:
The event included a conventus flower k-wire that fractured within the medullary canal. X-ray was used to locate and remove the fragment.

Manufacturer narrative:
Patient was described to be young with healthy, strong bone.